Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the screwdriver blade t7, ao to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the device had been in use for a longer time (manufactured in january 2012) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The flanks of the screwdriver tip / torx were heavily deformed in clockwise direction, which indicated that the torx got deformed during the screw insertion. The edges of the screwdriver tip were slightly deformed as well. The direction of the plastic deformation of the tip indicated that too high torsional forces in turn in direction had been applied onto the screwdriver. The IFU advises that during engaging the screw, axial pressure of the screwdriver into the screw head must be adequately applied to ensure that the blade is fully inserted into the screw head. This results in proper axial alignment and full contact between driver and screw, minimizing the risk of damage and leading to optimal friction fit performance. Furthermore the screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. The increased failure rate and the negative complaint trend concerning blade breakages and deformation due to too high torsional forces were addressed in a CAPA, which did not reveal any design related issue and was closed on (B)(6) 2011 with minor changes in the IFU variax foot&fibula locking plate system. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. No non-conformity was identified.

Event description:
During the inspection, it was found that the tip of the driver blade was deformed.

Event description:
During the inspection, it was found that the tip of the driver blade was deformed.